Event description:
Customer reported column lift intermittently does not lower. Problem due to bad ps3. No pts were injured.

Manufacturer narrative:
The svc rep troubleshot the system. Duplicated fault several times - column lift intermittently does not lower.